Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient was injected with 1 ml of juvéderm® volift¿ with lidocaine to the bilateral malar region (ck3), seven months later, patient was injected with 1 ml of juvéderm® volbella¿ with lidocaine injected into the bilateral tear troughs (0.5 ml per side) and 1 ml of juvéderm® voluma¿ with lidocaine injected into the bilateral marionette lines (0.5 ml per side). Approximately 14 months later, patient was injected with 2 ml of juvéderm® volbella¿, of which 0.7 ml was injected into the lips (upper and lower vermilion body, cupid¿s bow, and labial commissures) and 0.3 ml into the tear troughs using both a needle and cannula. About four and a half months later, the patient developed bilateral orbital edema, swelling of the lip commissures and lower lip, and a sensation of fullness in the upper left eyelid. The patient presented to the emergency room and was treated as presumed sinusitis with fexofenadine 180 mg daily and methylprednisolone 16 mg daily for 15 days, after which the dose was tapered to 8 mg daily. Since symptom onset, the patient has experienced intermittent episodes of inflammation and induration in the tear troughs, lips, and bilateral chin without fever or associated skin lesions with suspected possible triggers of stress, international travel, and a prior yellow fever vaccination. A soft tissue ultrasound performed during the same month of symptom onset revealed pericommissural inflammatory nodules in the lower lip with increased vascularity, but no calcifications or granulomas. Approximately six weeks after symptom onset, the patient was treated with 150 units of hyaluronidase in the right marionette and oral commissure areas, with improvement noted. A later session involved an additional 300 units of hyaluronidase. The patient continues to report a persistent sensation of nodules in the under-eye region, oral commissures, and marionette lines that is remitting. A high-resolution ultrasound with doppler performed which confirmed normal-appearing hyaluronic acid deposits but demonstrated increased peripheral vascularity and nodular inflammatory changes consistent with a delayed inflammatory reaction with rheologic alteration of the filler material. Patient is currently being treated with colchicine 0.5mg tablets twice daily. Symptoms are ongoing.